Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead.

Event description:
Information was received from a manufacturer's representative regarding a patient with an implantable neurostimulator (ins) for spinal pain and rsd/causalgia-complex regional pain syndrome. It was reported that the fell on their battery and right side/neck. The patient lost stimulation and ability to charge for approximately 2 weeks before being able to use their device again. However over the last 2 months they've had sporadic ability to charge and the battery was dead. A 60 minutes reset and por reset was done and x-rays showed the leads had moved. The por was cleared and they programmed around involved contacts and the issue was noted to be resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.